Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter was found broken in the distal section out of packaging. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with a diameter of 7mm. It was reported that before treating an intracranial aneurysm, the surgeon opened the catheter packaging (before implanting it into the patient's body) and found that the catheter tip was broken. The package was not damaged and did not show evidence of tampering. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The damage was noticed immediately upon opening the packaging. However, the sales representative inadvertently selected the option stating that "the device was prepared and flushed as indicated in the instructions for use (IFU)." No such preparation or flushing was actually performed. No causes or contributing factors for the break were identified.